Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was stopped working. Customer stated that it was started alarming for no reason with the medtronic logo so they managed to switch it off. Insulin pump was cracked down the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched or peeling keypad overlay texture, peeling or fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. (B)(4).